Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they kept receiving a failed battery test alarm on the insulin pump. The customer¿s blood glucose level was 200 mg/dl. Troubleshooting was performed. It was found that the battery compartment was corroded. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, primetest, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no failed battery test noted. Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.